Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time they change the battery the insulin pump would alarm a failed battery test. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery and the insulin pump alarmed a failed battery test. They were advised to remove the battery and to clean the battery cap. The battery compartment and spring were not damaged or corroded. The battery failed alarm recurred. There was no clear indication that the alarm was cleared. They will be sent a replacement battery cap. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.